Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The manufacturing record review was performed. All process operations presented in the manufacturing record review from product generation to product boxing were in compliance with manufacturing specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and does not show any change that could be related with the complaint type reported. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported folding issue and broken haptic with an intraocular lens (iol). It was reported that the lens loaded incorrectly since the account used an incorrect lens inserter (alcon monarch ii) for this type of intraocular lens. It was reported that vitrectomy was performed and the lens was removed and replaced. No further information was provided.